Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The complaint device was returned on (B)(6) 2018 for evaluation. Performed a voltage test and passed. Performed a pairing test and passed. Performed transmitter functional test and passed. Performed share log review and loss of connection found in log. The reported event of a loss of connection was confirmed. The probable cause could not be determined.